Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 48mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic examination of the stent identified struts lifted at the distal section. Dimensional testing of the undamaged crimped stent od (outer diameter) was performed, and the measured result was within max crimped stent profile measurement. A microscopic examination of the balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. A wire insertion test was performed, and the device was successfully tracked without issues on a 0.014-inch guidewire.

Event description:
It was reported that stent dislodgement occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. Pre-dilatation was performed with a 4.0mm emerge balloon catheter. A 4.00x48mm synergy xd drug-eluting stent (des) was selected for treatment, but it would not advance through the guide extension catheter. When the stent was pulled out, it became stretched over the end of the distal portion of the balloon and was dislodged from the delivery system. Subsequently, another 4.00x48mm synergy xd des was selected for treatment, but the balloon and stent became malformed, and the stent was again dislodged from the delivery system. The procedure was then completed with a different device, and no patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. Pre-dilatation was performed with a 4.0mm emerge balloon catheter. A 4.00x48mm synergy xd drug-eluting stent (des) was selected for treatment, but it would not advance through the guide extension catheter. When the stent was pulled out, it became stretched over the end of the distal portion of the balloon and was dislodged from the delivery system. Subsequently, another 4.00x48mm synergy xd des was selected for treatment, but the balloon and stent became malformed, and the stent was again dislodged from the delivery system. The procedure was then completed with a different device, and no patient complications were reported.